Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Customer¿s blood glucose value was 169 mg/dl. The customer declined to provide additional information regarding the issue.